Event description:
I went to the doctor a month ago for a prolonged cough. We haven't been able to get to the bottom of my cough. Also I wake up every morning with headaches. I have another dr appointment scheduled in a couple of weeks. A recall was then issued for phillips CPAP machines and I received a recall notice. I have registered both of my machines the new one and the old one. I have been using a CPAP machine for about 6-7 years. In reading the information regarding the recall both of my machines are affected. Evidently phillips has known about this possible issue since 2009. I have contacted both (B)(6) where I get my supplies and phillips the manufacture and (B)(6) for resolution. I want my c-pap machine replaced. The release of certain chemicals may cause life threatening issues such as asthma, cancer or damage to the kidneys and liver to name a few. The recall indicated these machines can have a breakdown of form particles that may enter the devices pathway and inhaled or swallowed. Phillips is ultimately responsible as they are the manufacture. When I contacted phillips they said their hands are tied and it was up to the FDA regulatory dept. I contacted medicare and filed a complaint as I want a new machine due to the associated health risks from using phillips CPAP machines for 6-7 years. Please contact me for resolution to this health risk issue. Sincerely (B)(6). FDA safety report ID # (B)(4).